Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# 9393007 and 510k# k094025 and (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported on (B)(6) 2017, patient presented with pre-op diagnosis as: instability. For which, patient underwent fusion l4/5, transforaminal lumbar interbody fusion (tlif) procedure. Intra-op, implant broke when the surgeon was trying to put it in the correct position. The product came in contact with the patient. No fragments of the implant remained in the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Visually confirmed a portion of the implant inserter interface nose returned for analysis. Microscopic examination of the fracture identified a fairly flat fracture with rays emanating away from the area of crack origination, indicating the direction of crack propagation. The fracture is located at the first thin-walled intersection nearest to the inserter attachment point, with rays emanating away from the area of crack origination. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.